Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. Troubleshooting was attempted to no avail. The device was explanted and replaced. No further patient complications were reported.